Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "peep not met/circuit leak" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. The patient circuit was not available as part of this investigation. No trend is associated with reports of this type.